Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on the initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported.